Event description:
Customer reported receiving a "try again in 8 hours" message upon application of the adc freestyle libre sensor. Customer further reported being unable to test and therefore did not eat anything. Customer experienced symptoms described as "sleepy and high" and had contact with the healthcare provider who administered "unspecified units of toujeo, 1 gluctarite and 2 metformin tablets" as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor ((B)(6)) has been returned and investigated. Visual inspection performed and no issues were observed and sensor plug was fully seated. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and the plug assembly was inspected, no failure mode was observed. Sim vivo test was performed and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "try again in 8 hours" message upon application of the adc freestyle libre sensor. Customer further reported being unable to test and therefore did not eat anything. Customer experienced symptoms described as "sleepy and high" and had contact with the healthcare provider who administered "unspecified units of toujeo, 1 gluctarite and 2 metformin tablets" as treatment. There was no report of death or permanent impairment associated with this event.